Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported event was unknown and occurred on an unknown date, therefore the device logs and the sample evaluation could not verify the reported event. However, a review of the event history log identified a system error 1026 alarm. The device underwent visual and functional testing. The device passed calibration testing. A short simulated therapy was performed with no issues noted. The system error 1026 was verified through the evaluation and the cause was determined to be due the membrane gasket. The membrane gasket was scrapped and the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine had an unspecified issue. This occurred during an unspecified step of peritoneal dialysis (pd) setup or therapy. Patient connection at the time of the issue is unknown, though a patient was reported to be involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.